Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer site. The perinatal system set up was checked, the sound alarms of the user groups were enabled, and the speaker volume settings in the window was also verified; the patient alarms were still not heard. Configuration changes were made and the sound was then operating. The customer was contacted and confirmed that it is now operational. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a configuration issue. Configuration changes were made and the sound was then operating. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an intellispace perinatal k large arch indicating that the patient sound alarms do not work. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.